Manufacturer narrative:
The complaint investigation of lot 73537ud00 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket trending review did not identify an increase in complaint activity. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the alinity I tsh reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 73537ud00 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I tsh reagent lot 73537ud00 was identified.

Event description:
The customer reported falsely depressed alinity I tsh results generated on the alinity I processing module. The customer could only provide one of the patients with discrepant tsh results. The following data was provided: sid (B)(6) (had 2 tubes on the same patient same draw which was put on for tsh): (normal reference range for tsh: 0.35-4.94 uiu/ml), tube a = 1.75, tube b = 1.04. Upon repeat: tube a = 1.54; repeat result = 1.07 (the customer believes this result to be correct), tube b = 0.17; repeat result = 1.47 (the customer believes this result to be correct). There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely depressed alinity I tsh results generated on the alinity I processing module. The customer could only provide one of the patients with discrepant tsh results. The following data was provided: sid (B)(6) (had 2 tubes on the same patient same draw which was put on for tsh): (normal reference range for tsh: 0.35-4.94 uiu/ml), tube a = 1.75, tube b = 1.04. Upon repeat: tube a = 1.54; repeat result = 1.07 (the customer believes this result to be correct), tube b = 0.17; repeat result = 1.47 (the customer believes this result to be correct). There was no impact to patient management reported.